Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 120-150mg/dl fasting. Verified the strips expired 7/31/2018. Customer confirms the strips have been stored in the bathroom and were first opened (B)(6) 2015. Customer performed a blood test and obtained; 149mg/dl not fasting. Reviewed meter memory: 1:201mg/dl (B)(6) 2015 01:30:00 pm fasting:no. 2:165mg/dl (B)(6) 2015 08:33:00 pm fasting:yes. 3:78 mg/dl (B)(6) 2015 08:09:00 pm fasting:yes. 4:177mg/dl (B)(6) 2015 08:01:00 am fasting:yes. 5:91 mg/dl (B)(6) 2015 10:27:00 pm fasting:yes. Memory concerns:with 78mg/dl. Adverse event not reported.